Event description:
It was reported that the peg broke off of the trial and the impactor tip broke in half.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Reportability update: investigation results have concluded that the device showed signs of a crack instead of breakage. This event is no longer reportable. Should any changes occur, a supplemental report will be provided. Corrections: b5 executive summary: d9 returned to manufacturer on. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following. The received device shows signs of extensive usage as evident by wear marks and deformed edges. The impactor tip is cracked near the end where the impactor handle connects with the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and design related issues. There are multiple reasons causing this failure first by improper usage and second can be its intended use. As a device that is manufactured of plastic and incurs numerous impactions resulting into breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
It was reported that during a primary surgery, the peg cracked on the cortiloc trial and the impactor tip broke in half.